Manufacturer narrative:
(B)(4). (Revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation; therefore, we are unable to determine the definitive cause of event.

Event description:
It was reported patient underwent posterior fusion from l1 to iliac skipping l4 and l5 due to vertebral compression fracture. On an unknown date, post-op, rod breakage was observed and there was an increase in instability so that revision surgery was performed to extend fixation range to th10 and replace the rod with dual rod on both sides of the lower lumbar part. Reportedly, both sides rods on cranial side and caudal side were broken at the area where the rods were switched with dual rods. In the revision surgery, the rod breakage was found in four places: between l3 and domino on the both sides; and between s1 and ilium on the both sides.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.